Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncopal episodes. This rv lead displayed high pacing threshold measurements. The increased threshold measurements were considered to be due to heart tissue condition. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Engineers confirmed a complete lead with insulation cuts at 20.5 cm and 26 cm from the terminal pin. Additionally, dried blood was observed in the lead at 13-54 cm from is-1 pin; blood port of entry likely from the insulation cuts. Extensive testing was then performed to assess the leda's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there were no intermittency in the electrical conductivity. Laboratory testing was unable to reproduce the reported clinical observations, as the lead was electrically continuous. Detailed analysis of the lead did not reveal any abnormalities that would have caused the elevated pacing thresholds that were observed clinically.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.

Event description:
Subsequently, the lead was explanted and returned for post market laboratory analysis.